Event description:
Customer reported a past low blood glucose event with an unknown cause, where the lowest recorded level was 42 mg/dl. Customer treated this low level by drinking a pepsi. Technical support recommended the customer consult with a healthcare professional to discuss what might be affecting blood glucose levels, and the customer acknowledged this advice.